Event description:
A customer reported no glucose alarm alert while using the adc freestyle libre 2 sensor. On (B)(6) 2022, as a result, the customer was provided insulin and fainted and lost consciousness. The customer regained consciousness and self-treated with glucose and ¿traubez¿ for hypoglycemia. Emergency services were called and unknown medical treatment was provided. The customer declined hospitalization. A glucose test of 55 mg/dl and 154 mg/dl were obtained after treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.